Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the shocking sensation was not determined. The caregiver contacted the representative and stated the shocking did not occur during charging if the system was turned off. As a result, the caregiver was turning off the system during the recharging process. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual, dystonia, and movement disorders. It was reported the patient had a shocking sensation when they attempted to use the recharger on the neurostimulator. The patient claimed that they start to connect by pressing the green button, and the patient experiences a persistent shocking sensation that disappeared when they turned off the recharger, or move it away from the stimulator. It was unknown what led to this event. The patient attempted to move telemetry magnet around to see if it made any difference, but it didn't help. The patient was to attempt to turn off their neurostimulator and attempt a recharge session while the ins was off. They were going to report back after they attempted this. The issue was resolved at the time of the report. No further complications were reported as a result of this event.